Event description:
Received a call from pharmacist who reported the following: received calls from nurses and pts that there was leaking from this set. There was no pt harm and no medical intervention was required. Customer stated that no additional event or pt information is available.

Manufacturer narrative:
(B)(4). Customer stated that the set will be returned, ups label provided for product return. Although requested, set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.